Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 633 mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. The customer stated that he was a brittle diabetic and currently has the flu. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot. The product was not returned for analysis.